Manufacturer narrative:
(B)(4): testing confirmed no response to button presses on the 'up', 'down', 'ok' and 'contrast'. Observed damage to the keypad-the keypad cover is torn between the 'contrast' and 'up' arrow buttons exposing the keypad flex. Removed keypad cover to check condition of the button contacts. Contamination/corrosion was present under the contacts of all buttons.

Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the keypad buttons were unresponsive. There is no additional information available for this complaint. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).